Event description:
New information received notes that the lead was capped and replaced. The patient had no issues during or post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, increased pacing lead impedance and increased capture threshold were observed. Lead replacement is planned.